Manufacturer narrative:
Batch review performed on 29.september.2021. Lot 111255: (B)(4) items manufactured and released on 8-jul-2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without other similar reported events since 2017. Additional implant involved: gmk-primary 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 100869. Batch review performed on 29.september.2021. Lot 100869: (B)(4) items manufactured and released on 11-jun-2010. Expiration date: 2015-04-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without other similar reported events since 2017. Additional implant involved: gmk-primary 02.07.0514fuc tibial insert uc fixed size 5 / 14 mm (k090988) lot. 102842. Batch review performed on 29.september.2021. Lot 102842: (B)(4) items manufactured and released on 22-oct-2010. Expiration date: 2015-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported events since 2017. Clinical evaluation performed by medical affairs manager: late infection in cemented tka, 10 years after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery was performed 9 years and 11 months after the primary surgery due to infection. All implants were revised. The pathogen is unknown.